Manufacturer narrative:
Adding additional information - adding UDI # (B)(4). Adding implanted date (B)(6) 2024. Adding explanted date (B)(6) 202. This is a follow up report for this additional information. Device received for this event is being corrected from unknown atis implant catalog # unk atis implant to astratech impl ev 5.4s 13mmos catalog # 26364. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - remove 4580 medical device problem code remove 3190 the correct codes for this complaint are: medical device problem code - add 1863 this is a follow up report to correct this code. Correcting lot # from unk to lot # 517630. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.